Event description:
During an atrioventricular reciprocating tachycardia procedure, the right ventricle was mapped using the mapping catheter and the sheath. When the mapping catheter was removed, a thin plastic-like material was found attached to the splines of the mapping catheter.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. An event of ¿a thin plastic-like material was found attached to the splines of the mapping catheter¿ was confirmed. The sheath was dissected and sections of the jacket liner from the interior of the sheath were found torn and delaminated at the proximal end of the sheath, which is consistent with the reported event.